Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 11mg/dl. The customer stated that she had seizures at the time of her admission. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a displacement test and the device failed the test. No further info was provided.